Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. Analysis of the device memory indicated the right ventricular lead integrity alert. On (B)(4) 2016, t-wave oversensing (twos) identified in ventricular tachycardia (vt)-non-sustained episodes 162, 163, 165, 166 and 167 leading to a sensing integrity counter (sic) count of 213. Sensing integrity counter (sic). Rv lead integrity warning occurred for sic greater than 30 in 3 days and 2 or more high rate non-sustained ventricular tachycardia (vt) episodes triggered by twos.

Event description:
It was reported that a lead integrity alert (lia) was triggered for the right ventricular (rv) lead. The lead exhibited oversensing with increased sensing integrity counter (sic) and non-sustained ventricular tachycardia (vt). The lead remains in use. It was noted that the patient's electrolyte imbalance is suspected to have contributed to the lia. No patient complications have been reported as a result of this event.